Manufacturer narrative:
The insulin pump was received with a corroded battery tube and battery cap contact, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl, which was treated with manual injection. The customer stated a battery ruptured inside the battery compartment and the insulin pump would no longer function. Customer advised to follow medically prescribed back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.